Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer¿s blood glucose level was unknown at the time of incident. The customer also reported that they received low battery alert and the cannula was bent. The device will be returned for analysis.